Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead exhibited noise over-sensing, suspected to be over-sensing of emi. No changes or interventions were reported; the rv lead remains in service. No adverse patient effects were reported.